Event description:
N/a.

Manufacturer narrative:
Aware date updated : 04/27/2023.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a inspection the cs300 intra-aortic balloon pump (iabp) there was manifold drive failure. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. The fse replaced drive manifold (d104-00-0018), safety disk (d997-00-0985-06) and luer fitting (103-00-0398-01) to resolve the issue. The unit was returned and approved for clinical use.